Event description:
It was reported that this right ventricular (rv) lead was surgically abandoned and replaced on (B)(6) 2024 due to an unspecified product performance issue. No additional adverse patient effects were reported. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2)".